Manufacturer narrative:
No unexpected frozen screen anomalies were noted. Time advanced properly. Button error alarmed after boot up and intermittent button response on the act button due to corroded keypad traces. The pump was received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4)

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 132 mg/dl. The customer stated that the escape and act button were frozen and not working properly. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.